Event description:
The hcp reported, that the needles on the prostiva handpiece would not deploy or retract properly. No serious injury to the patient was reported and further information is being requested at this time.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received form the hcp.